Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call air bubbles in their reservoir and tubing. Customer advised they are experiencing high blood glucose levels since they are no getting a proper amount of insulin. Customer advised they treated their high glucose level with a changed set and a bolus. Customer advised they do not want to troubleshoot for air bubbles. Customer was advised that replacement infusion sets will be sent out to them.